Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer contacted a technical support engineer (tse) and reported that an activation had been interrupted with a m-02 error. The customer stated that they had attempted to power cycle the erbe and reseat the cables, but the error kept coming back. The customer also stated that the field service engineer (fse) had recently replaced this integrated electrosurgical generator unit (iesu). The customer decided to bring in a third-party generator and the surgeon was using this to continue with the procedure. The tse viewed and confirmed m-02 and c-83 errors. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced erbe integrated electro surgical unit (iesu) due to the errors. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu generator was analyzed and found the reported issue was confirmed through system log review, which identified multiple errors (m-11, m-18, c-06, c-82, m-02, c-83) and erbe errors c-00 and m-02. However, functional testing showed the unit powered on normally and successfully cauterized across all ports and instruments. The complaint was confirmed based on the field evaluation.the probable root cause of this issue is attributed to a communication issue of the instrument interface (iif) module within the erbe generator and faulty component of the erbe generator.